Event description:
Healthcare professional reported left side "sudden increase of the breast", rupture, and capsular contracture baker grade I. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "sudden of the breast", rupture, and capsular contracture baker grade I. The device has been.

Event description:
Healthcare professional reported left side "sudden of the breast", rupture, and capsular contracture baker grade I. The device has been.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and four openings on posterior side assessed as surgical damage. Edema: unable to observe as it is a medical event not related to the device. Additional observations: creases are observed. Red particles were observed on the shell. Yellow particles were observed on the shell. Nicks are observed assessed as surgical tool scratch like. No further actions are required as the device was implanted.